Event description:
The customer reported that while running an hepatitic c virus assay, summit sample handler did not pipette sample or diluent in well postion c9 and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event. This report corresponds to ortho-clinical diagnostics.